Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The insulin pump had a frozen display. The battery was removed for 5 minutes and then it was reinserted with a new battery. The insulin pump was still frozen with no advancement of time. There was no response from any button. The screen was not totally blank. An alarm occurred after the time that the buttons were unresponsive. The display went blank. The display did not returned after troubleshooting. Customer's blood glucose level was 116 mg/dl. The device was not returned.